Event description:
Reportedly, the tacks dispensed by the instrument did not completely penetrate the peritoneum. As a result, some of the tacks had fallen into the pt cavity were retrieved and a new instrument was used to complete the case. Procedure: lap hernia repair pt status: no pt injury reported. Account indicated that light tissue damage resulted from incident.